Event description:
Related manufacturer report number: 2017865-2021-30993. During remote monitoring, inadequate capture and noise resulting in oversensing and inappropriate automatic mode switch (ams) were observed on the right ventricular (rv) and right atrial (ra) leads. Rv and ra lead damage was suspected, but could not be confirmed to be the cause of the event. Abbott technical support was contacted and recommended further investigation via provocative testing, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.